Event description:
The hosp reported that during a surgical procedure, the white cable with green ends and 3 pins, would work intermittently when wiggled back and forth.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).